Event description:
On (B)(6) 2020 pt at home and noted bloody urine. On (B)(6) 2021 pt presented to the lvad clinic for problem vist of dark urine. Same day admit with lob 1, 127 (normal range for ldhlo-300). Pt with multiple occurrences of sob-therapeutic ins, over the last 6 months. Has missed several doses of coumadin due to epistaxis. Not on aspirin due to gastrointestinal bleeding. No lvad alarms noted. Heparin and aspirin started. Vad flows e-7's and powers in the 7's. Echo on (B)(6) with left ventricle enlarged indicating thrombus. On (B)(6) 2021 lvad hm ii removed and noted to have visible thrombus on the inflow stator. Hm iii placed.